Event description:
Patient underwent right total knee arthroplasty in 2003. In 2007, patient felt a pop and catching sensation in the knee. Radiographs indicated locking bar component had fractured. Revision surgery was performed in the same month, to replace tibial components.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related ot this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available: it appears that the locking bar broke in fatigue. Evaluation found evidence that the subject component was over-riding the anterior side of the medial condyle of the tibial bearing component. Condition led to the over-loading of the locking bar and it's subsequent failure. This report filed on sept. 27, 2007.